Event description:
The customer stated that she was hospitalized due to high blood glucose levels, and was wearing the sensor. The customer stated that the transmitter was removed and discarded by hospital staff. Advised the customer that the transmitter would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see also MFR. Report number 3004209178-2012-90657.